Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the pump performs within specifications. Last basal delivery was on (B)(6) 2016@8:27pm. Reported date from (B)(6) 2015 is overwritten. Total daily doses add up and equal the programmed basal rate target. Test transmitter was paired with the pump correctly. Bg calibration of120 mg/dl was accepted in both attempts within 2hr. ¿ez-prime¿ steps were performed correctly, the pump reflected 24u after a 24hr on 1u/hr duration test.-no alarms occurred during the investigation. Pump and transmitter ran with a steady reading of 115 mg/dl within +/- 20%. Per owner's manual, auto suspend is not a normal function of the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that patient reports that had a blood glucose (bg) of 37 mg/dl and that she lost consciousness. Patient lives alone and came to on her own, does not recall any other symptoms. Patient stated that she was under the impression that pump will suspend itself if bg readings are too low. Customer support clarified this for patient and attributed the bg excursion to a training/misuse issue. This complaint is being reported as the patient experienced hypoglycemia due to training/misuse issue.